Manufacturer narrative:
The reporter's meter was returned for investigation. Visual examination was performed and revealed that the meter will not power on and the allegation of black lines on the meter display could not be reproduced or confirmed. The device has been disassembled and its electronic compartment has been visually inspected. The strip port area and contacts were checked. Residues of an invading fluid were observed on the meter¿s electronics on the measurement board. The observed contamination/oxidation caused the meter to not be powered on. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated they had an issue with the display of their accu-chek inform ii meter serial number (B)(4). Large black lines were observed going across the middle of the display. The lines entered the result field of the display and may potentially lead to a result misinterpretation.